Event description:
It was reported that the rubber seal came out of the smartlife small asptc housing during testing at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the rubber seal came out of the smartlife small asptc housing during testing at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event, rubber seal came out, was confirmed. The engineering technician observed a red substance, and the device was cleaned. The tech found that the battery o-ring was properly seated but was damaged. The diagnostic engineer verified that the o-ring was worn and loose, and it was determined this failure could contribute to the o-ring coming out, explaining the reported event.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.